Event description:
Additional information was received stating the patient's rl5 lead was fractured, and that the migration was confirmed via imaging. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had a fracture lead and a migrated lead, and as a result the patient was experiencing ineffective therapy. Surgical intervention took place, and during surgery all 4 leads ended up moving and migrated. Therefore, all leads were explanted, and 2 s1 leads were implanted to address the issue. The ipg was also replaced due to doctor discretion.